Event description:
On 12/06/2023, it was reported by a sales representative via phone that an ar-3688 fibertak implant system anchor would not fit through the guide. This was discovered during use in a case with no patient effect. No delay in case. Case completed using different implant, construct stayed the same.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Manufacturer narrative:
Additional information: d9, g3, h6. Complaint is not confirmed. Visual inspection identified that the sutures assembly and driver of the kl tensionable biceps fibertak returned of the knotless fibertak® biceps implant system did not have any issues. No other devices were returned from the kit. Functional testing performed did not find any issues with the kl tensionable biceps fibertak when it went through the shaft of the drill guide, knotless tensionable biceps fibertak. No problem found.